Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances . The lot meets release specification. The customer did not provide a laboratory reference value for comparison. The accuracy of the customer's inratio inr result could not be determined without additional information. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range: 2.5 - 3.5. (B)(6) 2016 inratio = 5.5. (B)(6) 2016 inratio = 3.5. No reported adverse patient sequela.